Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was fractured within 30 centimeters from the hub. The procedure was completed with another same device.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was fractured within 30 centimeters from the hub. The procedure was completed with another same device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has 3 kinks total; 50.2cm, and 60.2cm from the strain relief and the one kink 76.6cm from tip of the device. There was a separation 65.3cm from the strain relief. The balloon was tightly folded, and contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. The device also had numerous kinks to the device.